Event description:
It was reported to covidien that during use on a patient, the spo2 lowered to 96% from 100%. No patient harm reported.

Manufacturer narrative:
(B)(4). Lot number was unk; therefore, manufacture date is also unk.